Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that the 980 ventilator did not pass the power on self test (post). The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue with a diagnostic code and found the unit shuts off after a few minutes, and the battery light emitting diode (led) were blinking intermittently. Based on code, sp replaced the breath delivery (bd) power controller printed circuit board assembly (pcba) and bd power distribution pcba and performed the preventive maintenance (pm). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The bd power distribution pcba was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One bd power controller pcba was returned to medtronic for analysis. Visual inspection showed no anomalies. The returned bd power controller pcba was attached to failure investigation test ventilator for analysis. The unit powered up and found that when the ventilator was powered up the battery light emitting diode (led)'s were blinking intermittently and generated a diagnostic code. Analysis determined integrated circuit (u5) on the bd power controller pcba was shorted. If the bd power controller pcba fails, the ventilator will be unable to operate on alternating current (ac) power, and the batteries will not charge and there would be a loss of ventilation if failure occurs while in use on the patient. The cause of the event was isolated due to faulty u5 on a bd power controller pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the 980 ventilator did not pass the power on self test (post). There was no patient involved.